Manufacturer narrative:
Investigation summary: one used sample unit belonging to lot number 1803224 was received for evaluation by our quality engineer. A device history record review did not reveal any quality issues during the production of lot number 1803224 that could have contributed to the reported defect. Investigation conclusion: visual inspection of the sample revealed a broken syringe at the barrel edge. Root cause description: it has been determined that this incident resulted due to weakness at the syringe barrel edge. Rationale: a quality project was recently completed and a change in mold structure was performed to strengthen the syringe barrels. Lot number 1803224 was manufactured prior to the completion of the quality project. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd plastipak¿ concentric luer lock syringe was broken during use, which made propofol splashed in the eyes of the nurse. This caused burning sensation in the eyes. After cleaning with physiological serum, burning sensation was stopped. There was no report of medical intervention, serious injury, or blood exposure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ concentric luer lock syringe was broken during use, which made propofol splashed in the eyes of the nurse. This caused burning sensation in the eyes. After cleaning with physiological serum, burning sensation was stopped. There was no report of medical intervention, serious injury, or blood exposure.